Manufacturer narrative:
Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system displayed a communication error and that when the emitter was disconnected from the navigation system, the system displayed green communication. The emitter was subsequently replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The emitter has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the electromagnetic interface box and emitter could not establish communication. Four restarts of the navigation system did not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of forty five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that the field generator was recognized but would not track displaying only red status. A check of the em interface displayed a fault for a coil of the field generator. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue.